Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. The customer's blood glucose was 136 mg/dl. Customer reverted to manual injections for insulin therapy.